Event description:
Provider states they have replaced the 66550 rollator for patient (B)(6) three times and he has broken the cable to the brakes. Provider states patient abuse, the end user is catching his clothing on the unit. Provider states, she did not want to waste the time to send the unit in for quality not cost effective for them to pay someone to replace the brakes on the unit, will replace the unit. Provider states, she will have the end user reevaluated to verify this is the correct unit for him and review with the end user the proper instructions on how the unit is used. Provider reference order (B)(4). No further information provided.